Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Dhrs for the fs libre reader & fs libre kit pack were reviewed and the dhrs showed the fs libre reader & fs libre kit pack passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the freestyle libre 2 reader. Customer reported being unable to test due to a fast draining battery and as a result, the customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of glucagon by her husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the freestyle libre 2 reader. Customer reported being unable to test due to a fast draining battery and as a result, the customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of glucagon by her husband. There was no report of death or permanent injury associated with this event.